Event description:
Add'l info was received on 4/25/00 from the reporting physician. Dr. Indicated that an a=scan was done pre-op, axial length was 23.91 so a 20 diopter lens was predicted to become -1.75 post-op. Post-op, the eye was longer, axial length 24.8 and calculated to 17.5 diopter to become -1.84. Fr commented that with the first iol, pt was -4.25 and with the new iol, -1.75. The axial length had changed. The a-scan was repeated in the right eye and the results were the same as the initial. Dr did not believe this was a testing error. The pt is doing fine. No further info is expected.

Event description:
14 apr 2000. Investigation report completed. Visual examination showed that the iol was covered with contaminations, no other deviations found. Batch records showed no deviations and the diopter was verified and found to be in accordance with specifications. No production cause could be identified with the particular iol.

Event description:
Abnormal vision [vision abnormal nec]. Case description: spontaneous report, 200017568us: this report was rec'd via a lens return indicating that a verification of the lens power was requested. The physician believed that the wrong power lens was in the box. Implant of ceeon lens 912/20.00(d) was performed on 7 march 2000. The woman, returned for a post-op visit complaining of abnormal vision (acuity not provided). The iol was explanted on 16 mar 2000 and another iol was implanted. No further problems were reported. The explanted iol was returned to pharmacia for eval and results are pending. Case comment: this is a clinical event, including laboratory test abnormality, about which more data are required for a proper assessment. Submission of a report does not constitute an admission that the medical personnel, user facilty, distributor, MFR or product caused or contributed to the event.